Manufacturer narrative:
On (B)(6) 2025- talked to the doctor that performed the circumcision. She has over 10 years of performing circumcisions. According to the doctor, the patient was okay and has no long term effects. The cut was below the base of the clamp. As stated in the complaint "the clamp was being tightened, the clamp cut the foreskin in the ventral aspect prior to good hemostasis being achieved. The skin was not cut by a scalpel and the clamp had only been on the patient for 10 seconds".

Event description:
I performed a circumcision in the nicu earlier today. The clamp was checked and all aspects were correct and appropriate for the child. As the clamp was being tightened, the clamp cut the foreskin in the ventral aspect prior to good hemostasis being achieved. The skin was not cut by a scalpel and the clamp had only been on the patient for 10 seconds. This patient ended up needing one stitch to stop bleeding as well as correct a degloving that occurred because the skin was not clamped together prior to the skin being cut. I have sequestered the clamp and not placed it in the soiled utility bin to be cleaned and placed back into circulation.